Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The no delivery alarm functioning properly. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the rod was not punching out the insulin. Customer's blood glucose level was 404 mg/dl. The customer treated her high blood glucose level with a manual injection. She stopped using the insulin pump. The high pressure test failed the first time and passed the second time. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.